Event description:
It was reported that the patient had approximately ten seconds of sensed events below the cardiac resynchronization therapy defibrillator (crt-d) programmed lower rate. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 419478 lead, implanted (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted that it was confirmed that the behavior was the result of the device feature that automatically monitors atrial pacing thresholds at periodic intervals test running with the right ventricular (rv) lead programmed subthreshold.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had approximately ten seconds of sensed events below the cardiac resynchronization therapy pacemaker (crt-p) programmed lower rate. The crt-p remains in use. Additional information received noted that it was confirmed that the behavior was the result of the device feature that automatically monitors atrial pacing thresholds at periodic intervals test running with the right ventricular (rv) lead programmed subthreshold. It was further reported that the crt-p device feature that automatically monitors atrial pacing thresholds at periodic intervals was programmed off. The crt-p remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.